Event description:
The reporter stated that during a spinal surgical procedure, the surgeon rotated the spin plate into place. A pop was heard as the surgeon rotated the spin plate into place. The device was rotated into a neutral position and an x ray was taken. It was observed that part of the instrument interface had broken; however, the implant was in a good position and the surgeon determined that the device should be left in place. A depuy plate was placed over the front of the disc space to prevent any movement.

Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. No complaint sample was available for evaluation. The reporter did not provide radiographs. As it was not possible to evaluate the device, the complaint could not be confirmed by the investigation. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.